Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: no service repair is requested.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) console had a printer malfunction, customer reported they were able to print a strip earlier in the day but the console has not printed since. Customer was instructed to open the printer to certify the paper was not fed through the black bar, it was confirmed the paper as inserted in the correct manner and there was no debris present. Customer replaced the paper and left a three to four inch tail of paper out of he printer and closed the printer door. Customer tried to print out a test strip, but the console did not print. Customer was not comfortable rebooting the console and would continue to manually capture the numbers. There was no harm reported.